Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the field was having difficulty establishing telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). A magnet response was able to be made and tones were audible. The s-ICD remains in service and there have been no adverse patient effects reported.